Event description:
Customer reported the insulin pump kept alarming no delivery. She did a self-test and then did a small bolus of 0.3 units and nothing came out. Did another small bolus of 0.5 units and a tiny amount of insulin came out of the tubing and the device alarmed. Customer disconnected and reconnected from the quick release two times. Customer attempted two different boluses and the device alarmed. Troubleshooting was performed. Customer's blood glucose was 306 mg/dl. Performed a fixed prime and the device alarmed. Customer disconnected and reconnected the reservoir and infusion set and insulin did exit. A manual primes was performed and insulin did exit. Customer was advised to monitor the device and revert to back up plan. Customer called back and stated the device alarmed again. So customer did a complete set change and the device was working fine. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.